Manufacturer narrative:
H6: added a140508 and a01.

Manufacturer narrative:
This MDR is submitted to correct information previously reported in h6 (health effect - clinical code). Upon further review, the health effect clinical code selected in the prior submission was determined to be incorrect. Code e2403 has been removed. Code e050304 remains.

Event description:
A 77-year-old male with a pre-support clinical condition consistent with scai shock stage e underwent impella support for postcardiotomy cardiogenic shock (pccs) with an impella rp flex (right femoral venous access) and concomitant impella cp (left femoral arterial access). During support, the automated impella controller (aic) displayed pulmonary artery (pa) waveforms discrepant from invasive pa line measurements, with aic readings of 16/-17 (mean 1) compared to pa line values of 29/24 (mean 26), raising concern for inaccurate flow readings. Re-zeroing of the rp improved mean pa values; however, systolic and diastolic discrepancies persisted. Following patient repositioning, the system displayed a pa reading of 200 with zero flow, performance level p2.0, and purge pressure of 1024 mmhg, accompanied by a high purge pressure/purge system blocked alarm. Motor current remained pulsatile. Returning the patient to the original position restored flow, though elevated purge pressures persisted. Troubleshooting was performed, including evaluation for malposition with recommendation for chest x-ray. Tissue plasminogen activator (tpa) was administered through the purge per site protocol, resulting in resolution of the purge pressure alarm without device removal. Additional contributing factors included patient repositioning. Both devices were explanted, and care was subsequently withdrawn and the patient subsequently expired. The reported high purge pressure/purge system blocked alarm and waveform discrepancies were likely associated with patient repositioning and suspected purge system flow obstruction, which was resolved with tpa administration without the need for device explant. Tpa was utilized in the purge solution as an off-label intervention to mitigate the impact of biomaterial within the motor. The death is conservatively being reported to the impella rp flex but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of the placement signal issue was not determined since product was not returned, data logs were not available, and insufficient clinical details were provided. The cause of the high purge pressure was not determined since product was not returned, data logs were not available, and insufficient clinical details were provided. The cause of the low pump flow was not determined since product was not returned, data logs were not available, and insufficient clinical details were provided.

Event description:
A 77-year-old male with a pre-support clinical condition consistent with scai shock stage e underwent impella support for postcardiotomy cardiogenic shock (pccs) with an impella rp flex (right femoral venous access) and concomitant impella cp (left femoral arterial access). During support, the automated impella controller (aic) displayed pulmonary artery (pa) waveforms discrepant from invasive pa line measurements, with aic readings of 16/-17 (mean 1) compared to pa line values of 29/24 (mean 26), raising concern for inaccurate flow readings. Re-zeroing of the rp improved mean pa values; however, systolic and diastolic discrepancies persisted. Following patient repositioning, the system displayed a pa reading of 200 with zero flow, performance level p2.0, and purge pressure of 1024 mmhg, accompanied by a high purge pressure/purge system blocked alarm. Motor current remained pulsatile. Returning the patient to the original position restored flow, though elevated purge pressures persisted. Troubleshooting was performed, including evaluation for malposition with recommendation for chest x-ray. Tissue plasminogen activator (tpa) was administered through the purge per site protocol, resulting in resolution of the purge pressure alarm without device removal. Additional contributing factors included patient repositioning. Both devices were explanted, and care was subsequently withdrawn and the patient subsequently expired. The reported high purge pressure/purge system blocked alarm and waveform discrepancies were likely associated with patient repositioning and suspected purge system flow obstruction, which was resolved with tpa administration without the need for device explant. Tpa was utilized in the purge solution as an off-label intervention to mitigate the impact of biomaterial within the motor. The death is conservatively being reported to the impella rp flex but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support. Additional information provided on 28may2026, purge pressure was resolved after the tpa was given through the purge. Impella was not removed due to the high purge as the issue was resolved.